Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, customer resumed insulin delivery and has manual insulin injection available if needed.